Event description:
While undergoing a "colonoscopy procedure with snare polypectomy, biopsy and spot tattooing and hemoclip placement," as the physician attempted to ink in a lesion within the colon, the ink within the injector was leaking out without pressure being applied. The physician was not able to form a correct bubble sufficient enough to ink in the mass. Two additional spot inks were used and failed. Finally, the boston scientific injection therapy needle was exchanged, and the system then performed as intended.